Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that 3 months after installation of the prosthesis, the screw of the abutment fractured. At the time of removal the fractured part, the implant came together, showing its non- osseointegration. The patient presented bone type iii and immediate load was performed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 3 months after installation of the prosthesis, the screw of the abutment fractured. At the time of removal the fractured part, the implant came together, showing its non- osseointegration. The patient presented bone type iii and immediate load was performed.